Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues/blockage and couldn't be primed. The following information was provided by the initial reporter: "tube can¿t wash".

Manufacturer narrative:
H.6. Investigation: a 20039e product was not available for investigation; however the customer confirmed that the occlusion was observed during priming with an unknown bd IV catheter. No further information relating to the product connected to the female luer of the smartsite was available to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues/blockage and couldn't be primed. The following information was provided by the initial reporter: "tube can¿t wash".